Event description:
The physician was attempting to implant an unknown size resolute integrity stent to the 2nd marginal cx. The physician had previously successfully implanted an unknown size resolute integrity rapid exchange (rx) coronary stent to the ostial lad (ref MFR # 2953200-2010-02544). The resolute integrity stent passed through the previously implanted stent without any issues. However, this resolute integrity stent could not reach the lesion and the physician decided to retrieve it. While the physician was attempting to remove this stent it became caught in the previously implanted resolute integrity stent. The physician used a goose neck wire to retrieve the caught stent. During this attempt, the previously implanted resolute integrity became dislodged and was pulled out with the other stent, creating a dissection. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (stent caught on previously deployed stent during withdrawal). (Distal stent crossed through a proximal stent). (Stent embolism, failure to deliver the stent, dissection). Evaluation, conclusions: (distal stent crossed through a proximal stent).